Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced no benefit from the device. Subsequently the device was explanted on (B)(6) 2015; during the same the patient was re-implanted with a new device.